Event description:
It was reported that intermittent noise on the pace/sense portion was observed. The ICD and lead were explanted.

Manufacturer narrative:
External insulation abrasion was noted at 7.3-7.5cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the reported field event of noise.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.